Event description:
It was reported that the tip of the disposable driver broke off inside the implant during the rotator cuff surgery. The surgeon unsuccessfully attempted to retrieve the broken tip from the anchor for approx 20 mins. The surgeon then elected to leave the anchor/broken tip implanted in the pt because he felt the driver tip was securely attached to the implant and would be more traumatic to the pt if it were removed.

Manufacturer narrative:
Conmed linvatec received this device for evaluation. A follow up report will be filed upon completion of the investigation.